Event description:
It was reported that ten rhvs were opened (over the past weekend) and all ten had open areas of about 1-2 inches along the bottom seal. The devices were not used on the pt. All of the devices were discarded. No additional event or pt info is available. This is being upgraded to MDR reportable because there was a malfunction unsealed pouch, the lead the co to undergo a correction and removal activity.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the case description: the 10 units were not returned. Fdn36329 was issued to notify manufacturing of the identified issue. In response, par06-17 was initiated and ultimately resulted in a product recall.the other nine (9) units are indicated in the event description and are being reported under the same MFR report number.